Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The blue peg broke in half during trial.

Manufacturer narrative:
Examination of the submitted hp rp trial post confirmed the reported breakage. The root cause is attributed to suspected misuse. There is unexpected gouging and deformation on the proximal area of the post. A complaint database search against product code 217830121 did not reveal any trends of breakage. Based on the determination of suspected misuse as the root cause and the low frequency of reported events of breakage, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.